Event description:
It was reported that a patient was implanted with a rechargeable snm ipg in october 2025. Shortly after the procedure, the patient started having stimulation pain down their leg. The patient's stimulation was decreased, but the pain continued spreading. In december, the patient turned off their stimulation, and even with the stimulation off, the patient continued to experience muscle spasms up their back, their stomach, near their ribs, and down their arms. The patient described that their right-side arm and leg would go numb causing difficulty walking. The pain would cause tight spasms of their muscles all over, and when there were spasms in their stomach by their ribs, it would be difficult for the patient to breathe. The patient went to the emergency room (ER) a few weeks ago, and nothing was done to the device. The patient has since had their device removed. The patient's current condition is unknown at this time.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block c2/d10: model# 1201, sn# (B)(6), model: tined lead, UDI# (B)(4). Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: it was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, muscle spasm, numbness, pain, and undesired sensations were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The returned rechargeable ins was analyzed, passed all tests performed, and exhibited normal device characteristics. As per information provided, the investigation was unable to identify any damage or malfunction related to the reported allegation. Since the investigation findings clearly confirm that there was no problem with the device, the conclusion code selected for the complaint is device problem excluded.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.

Event description:
It was reported that a patient was implanted with a rechargeable snm ipg in (B)(6) 2025. Shortly after the procedure, the patient started having stimulation pain down their leg. The patient's stimulation was decreased, but the pain continued spreading. In (B)(6), the patient turned off their stimulation, and even with the stimulation off, the patient continued to experience muscle spasms up their back, their stomach, near their ribs, and down their arms. The patient described that their right-side arm and leg would go numb causing difficulty walking. The pain would cause tight spasms of their muscles all over, and when there were spasms in their stomach by their ribs, it would be difficult for the patient to breathe. The patient went to the emergency room (ER) a few weeks ago, and nothing was done to the device. The patient has since had their device removed. The patient's current condition is unknown at this time.